Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgical assistant noted post-surgery as they were going to do a fundal check that the foley was out. Noted to have a vertical slit as the balloon had cracked. Catheter was 14 french latex free all silicone blue catheter. Urine was noted in the bag during surgery also. Different brand of latex free inserted. Cleared all silicone. Md notified when scrub returned to the unit and that new one was inserted.

Event description:
It was reported that the surgical assistant noted post-surgery as they were going to do a fundal check that the foley was out. Noted to have a vertical slit as the balloon had cracked. Catheter was 14 french latex free all silicone blue catheter. Urine was noted in the bag during surgery also. Different brand of latex free inserted. Cleared all silicone. Md notified when scrub returned to the unit and that new one was inserted.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.